Event description:
Sorin group (B)(4) received a report that, about 1 hour into a procedure, the main pump stopped as a result of a high pressure alarm. The medical engineer attempted to relieve the pressure by removing the tubing from the pumphead but was unsuccessful. The medical engineer hand cranked to maintain flow. The pump was changed out and the procedure continued with no further issues. There was no report of pt injury.

Manufacturer narrative:
The catalog # and serial # of the pump involved have been requested, but have not been received to date. A f/u report will be filed when this info is received. Sorin group (B)(4) manufactures the s5 system. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin received a report that the main pump stopped during a procedure as a result of a high pressure alarm. The pump was changed out and the case continued without further issues. There was no report of pt injury. Product is expected to be returned for eval. The results of this eval will be filed in a f/u report when the investigation is complete. The facility reported the event to the (B)(6) authority, pmda. This medwatch is being filed as a result of this action. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. In addition, it is recommended to have the use of a backup pump to mitigate the effect of a failure.